Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the multiple occurrences of upstream occlusion alarms that were identified in the event history log during service evaluation. This complaint is considered confirmed. Evaluation determined that the upstream sensor had failed due to cracks on the flex tail, a part which has a causal relationship to false upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: (cracks), (increased sensitivity).

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.